Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer received a faulty intraocular lens (iol). The issue was identified during handling/prior to insertion. There was no patient contact. No additional information was provided.